Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that she is unaware of how the act button works . Troubleshooting educated her on the correct way to use the act button as well as the bolus wizard. Customer's blood glucose was 456 mg/dl at the time of incident. The customer declined to troubleshoot high blood glucose. Customer was advised to call back if any other issues. No further information was given.